Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue with the pump. It was reported that the user¿s blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. There was no allegation of an adverse event with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/10/2017 with the following findings: a review of the pump¿s black box showed no evidence of any related alarms or warnings. During investigation, the pump powered on to the verify screen with audible and vibratory features functioning normally. The ezprime steps were successful and the pump was exercised for 24 hours with no errors or warnings occurring. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of a bolus calculation issue was not duplicated during investigation.